Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2366-70 serial/lot: (B)(4), description: linear 3-6 lead, 70cm model: sc-3138-35 serial/lot: (B)(4), description: scs phiii ext 35cm model: sc-1110-02 serial/lot: (B)(4), description: precision implantable pulse generator (ipg) the explanted devices were not returned to bsn. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient underwent an explant procedure due to the leads eroding through the skin.